Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for persisting pain. Event is not serious and is considered moderate. Event is probably related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2020. (Left knee). Treatment: injected and oral medications (unspecified), physical therapy.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 150640003. Work order 8762124 was manufactured on 24-march-2018. (B)(4) parts were manufactured per specification and all raw materials met specification. 1 scrap part associated with this lot. 1 part scrapped for scrap code a888: ctq 10 cone length. This scrap code has no correlation with the complaint failure mode. No reprocessing associated with this lot. No deviations found.